Event description:
Information received from the field notes that the patient was admitted to the hospital for non-pacemaker related reasons. The device exhibited intermittent ventricular capture and would not interrogate with two different programmers. Due to the patient's age and that she had a good underlying rhythm, the physician elected to not replace the device.